Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that there was a battery issue with the programmer. The batteries were bent at the connections. The case was broken and the cursor would not align in the upper right part of the screen. The software was updated and reloaded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. No patient complications have been reported as a result of this event.